Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device rupture.

Event description:
Healthcare professional reported, "rupture". And "exchange from textured to smooth, due to concern with the product". Record is for left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d1, d4, d9, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: the device related to the reported events rupture and anxiety-product/procedure was received on (B)(6) 2024, with lot number 553064. Based on the product analysis performed, the assessments of the complaint code are: rupture: observed an opening device assessed as surgical damage and observed an opening device assessed as fold flaw opening. Anxiety-product/procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, wear abrasion, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported "rupture" and "exchange from textured to smooth due to concern with the product." Record is for left side. Device has been explanted.